Event description:
Took out of freezer and placed in microwave for 1 minute. 3 minutes passed and they heated it again for 1 more minute. When microwave door was opened, device exploded and gel landed on caller's leg and foot and skin instantly blistered. Physician gave silvadene cream and instructed caller to break blisters with needle. Caller is to see physician for a follow-up visit.